Event description:
It was reported that onyx (liquid embolic) could not be visualized under the fluoroscope. No pt injury reported.

Manufacturer narrative:
The vial of onyx was returned for eval, but did not contain enough of the embolic solution to perform testing. Radio-opacity test was performed on the retained sample from the same lot and was found to be within spec.